Manufacturer narrative:
Technical support performed (ts) troubleshooting over the phone to determine no channel ID error. Ts suggested that this issue is most likely to motor control and logic board. Ts recommended to return unit for repair. A serial number was not provided; therefore, a review of the device history record cannot be performed. H3 other text: over the phone troubleshooting.

Event description:
It was reported that the device received an alarm - error code message. The error displayed was no channel ID. The tech recommended replacing the motor control and the logic board. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 no channel ID. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. Technical support-1. Informed most likely due to motor control board, but could also be due to the logic board. 2. Recommended sending in for repair. Emailed fixed level pricing pdf. 3. Customer will move forward with sending unit in for repair. Technical support case will now be closed. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received an alarm - error code message. The error displayed was no channel ID. The tech recommended replacing the motor control and the logic board. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error displayed was no channel ID. The tech recommended replacing the motor control and the logic board. There was no patient involvement.